Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observations were found during failure analysis but were not reported by the customer. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Root cause of this failure is attributed to a component failure. The instrument was found to have indentations on the face of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. Root cause of this failure is attributed to the mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula ((B)(4)) was performed. The instrument was last used on 24-dec-2020 on system (B)(4). The instrument had 1 life/use remaining. The customer alleged the issue occurred on 14-dec-2020, but the instrument log shows that the instrument was not used on the reported event date. Therefore, the instrument was not confirmed to be used on the provided event date of 14-dec-2020. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) instrument wire suddenly broke approximately after two hours. The surgeon alleged there was ¿no discomfort¿. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. The customer is unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.